Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed no issues. A functional evaluation found that the rotational handle was stiff. The complaint was confirmed. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include contamination and debris entering the threads of the device or cross threading. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider limb was broken. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit rotation handle was stiff which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.